Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had pain at the ipg site which started approximately in (B)(6) 2018. The pain/discomfort worsened over time as patient had lost weight. To address this issue patient underwent surgical intervention where the ipg was explanted.